Event description:
It was reported that the patient had extensive damage to the driveline proximal to exit site. The areas of damage included darker reinforced areas at connection points at modular cable on both ends and connection to system controller. The log files were submitted for review. The log files did not contain any evidence or unusual events that the damage to the pump cable was interfering with the equipment operation. The mechanical circulatory support (mcs) equipment operated as intended. The modular cable was not replaced but was rescue taped and the device was operating well with no alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted photos confirmed the reported discoloration of the inline connector bend relief; however, was unable to confirm the reported damage to the remainder of the pump cable. A specific cause for the reported events could not be conclusively determined through this evaluation. Review of the submitted photos of the patient¿s driveline revealed that the majority of the external portion of the pump cable was covered by rescue tape. Due to the tape on the driveline, no underlying damage to the cable was visible in the photos. Additionally, the pump cable inline connector bend relief was observed to be discolored. Review of the submitted log files revealed no notable events or alarms, and the device appeared to operate as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number mlp-012631, with no further related events reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 lvas patient handbook, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The IFU and patient handbook contain information on how to clean and care for the driveline. Section 6 of the IFU and section 4 of the patient handbook instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also states, ¿call your hospital contact right away if the driveline is damaged (or might be damaged)." Section 7 of the IFU and section 5 of the patient handbook provide additional instructions regarding driveline care in sub-sections entitled, "what not to do: driveline and cables". Furthermore, section 8 of the IFU and section 4 of the patient handbook instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.